Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing discomfort at the ipg site due to location of the ipg. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2017.